Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not e returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this atrial lead had impedance of 143 ohms and a 3 volt threshold. As a result this lead was surgically abandoned (capped). No adverse pt effects were reported. The lead was actively implanted for approx 9 years, 10 months.